Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that when the infusion completed, the pump module shut off and did not go into keep vein open (kvo) mode once the volume to be infused reached zero. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that when the infusion completed, the pump module shut off and did not go into keep vein open (kvo) mode once the volume to be infused reached zero. There was patient involvement, but the outcome is unknown.